Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly in use when a patient expired. According to the reporter of the event, the caregiver found the patient not breathing and partially disconnected from the ventilator circuit. The caregiver alleges the ventilator was not alarming. The patient was transferred to a hospital and later expired. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The event logs indicate the ventilator was powered on at 23:06:33 local time on 03/13/2017. A patient circuit disconnect alarm with a duration of 14 seconds occurred at 23:08:42 local time on (B)(6) 2017. This alarm was acknowledged as evidenced by an alarm silence/reset keypress. No other events were logged and the ventilator was powered off at 07:45:24 local time on (B)(6) 2017. The device was not powered on again until 13:55:48 local time on (B)(6) 2017. Based on the available information, the partial disconnect of the patient circuit does not appear to have been significant enough to trigger the patient circuit disconnect alarm. The apnea, low minute ventilation, low respiratory rate and low tidal volume alarms were turned off when the device was received by the manufacturer. Device labeling states: "for ventilator dependent patients, do not rely on any single alarm to detect a circuit disconnect condition. The low tidal volume, low minute ventilation, low respiratory rate, and apnea alarms should be used in conjunction with the circuit disconnect and low peak inspiratory pressure alarms."